Manufacturer narrative:
Per tandem's pump user guide: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, an occlusion alarm occurred. Reportedly, the customer uses apidra insulin within the cartridge. Tandem technical support educated customer on cartridge/insulin labeling. There was no impact to the customer's blood glucose.